Event description:
It was reported that this electrode dislodged approximately one week post implant. It was suspected the dislodgement occurred due to patient tissue which was compromised after a past sternotomy surgery. A revision procedure was performed to reposition the electrode. However, after the revision, auto setup showed no passing sensing vector (one passed only supine, while another only standing). Since the patient requires defibrillator therapy and there is not a possibility to implant a traditional transvenous system, the physician decided to keep the current subcutaneous implantable cardioverter defibrillator (s-ICD) system and reached out to technical services to see if it is possible to evaluate which sensing vector is best, even if none are passing. Of note, induction testing has not been performed. No adverse patient effects were reported. This system remains ins service.

Manufacturer narrative:
This electrode remains implanted; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode dislodged approximately one week post implant. It was suspected the dislodgement occurred due to patient tissue which was compromised after a past sternotomy surgery. A revision procedure was performed to reposition the electrode. However, after the revision, auto setup showed no passing sensing vector (one passed only supine, while another only standing). Since the patient requires defibrillator therapy and there is not a possibility to implant a traditional transvenous system, the physician decided to keep the current subcutaneous implantable cardioverter defibrillator (s-ICD) system and reached out to technical services to see if it is possible to evaluate which sensing vector is best, even if none are passing. Of note, induction testing has not been performed. No adverse patient effects were reported. This system remains in service.